Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 70 mg/dl and intermittently "low", and the meter bg reading was 70 mg/dl. As a result of the inaccurate cgm values, the customer experienced an elevated bg of 841 mg/dl. Customer went to the emergency room (ER) and was administered intravenous fluids of saline and insulin, and released from the ER on (B)(6) 2021 with no permanent damage, and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.